Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of titanium cannulated tibial nail, titanium locking screw 42mm and titanium locking screw 34mm due to hypertrophic nonunion 15 months postoperatively. There was no patient consequence. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This is report 3 of 4 for (B)(4).